Manufacturer narrative:
Additional product code: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a distal femur revision, the scrub technician was setting up and assemble the reamer/irrigator/aspirator (ria) onto the ria tube assembly. Two legs of the reamer head broke off. A second reamer head was opened to use for the case. No fragments were generated. The procedure was successfully completed. There was no patient consequence. This report is for a reamer head. This is report 1 of 1 for (B)(4).